Event description:
It was reported a revision surgery was performed due to anterior knee pain.

Manufacturer narrative:
Corrections; data initialy provided is an approximation as only the year was communicated to us. (B)(4).

Event description:
Revision surgery comprised of poly insert exchange.